Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed error code 10036. The issue was unable to resolve and pump was not running. The programmed rate was 3 ml per hour, and remaining volume was 123.6 ml. The volume given was 14.4. The medication or therapy being infused was 5fu (5 fluorouracil). The pump under deliver. There was patient involvement and no harm.